Event description:
The customer states that in 2009, one patient sample generated a false non-reactive result with the architect havab-m assay. The patient was redrawn five days later and generated a reactive result. Controls were within specifications on all runs. There is no reported impact to patient management.

Manufacturer narrative:
(B)(4). The initial report was submitted under brand name abbott architect i2000sr analyzer, (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name architect havab-m reagent, (B)(4) manufacturing site. No material was made available from the customer site for this investigation. Testing was performed using architect havab-m reagent lot 82584q100 (reagent lot 71034q100 had expired at the time this investigation was initiated). Dilutions of an architect havab-m positive plasma sample were tested (n=61) and all results were reactive, therefore meeting acceptance specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect havab-m package insert (34-4393/r1) contains information addressing the customer's current issue. A product malfunction was not identified.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.